Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient restarted ilet use after a prolonged off-period and experienced low blood glucose, after which customer care guided a factory reset and provided troubleshooting and education. Symptoms included dazed feeling, confusion, and head numbness during a documented low of 40 mg/dl lasting approximately 10¿20 minutes, with device low alerts present. Outcomes included self-treatment with oral glucose and no need for external assistance or medical intervention. Investigation included customer interview, review of device behavior and alerts, and guided reset. Investigation of this case revealed hypoglycemia with cause unclear, with no confirmed device malfunction identified during remote troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.